Event description:
It was reported that a user announced a meal on the ilet and then waited approximately 30 minutes before eating, after which blood glucose rose to a peak of 387 mg/dl and trended down during the call from 361 mg/dl to 315 mg/dl. Symptoms included no reported signs of hyperglycemia despite elevated glucose values. Outcomes included transient hyperglycemia without the need for emergency care or hospitalization. Investigation included troubleshooting and user education regarding meal announcement timing and use of the infusion set (contact detach, 23 inch, 6 mm). Investigation of this case revealed no device malfunction and that the event was consistent with user behavior related to delayed eating after meal announcement. It was concluded that the hyperglycemia was of unclear cause, with user delay likely contributing, and that the device functioned as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.